Manufacturer narrative:
(B)(6). (B)(4). Neither device nor applicable imaging studies returned to manufacturer for evaluation.

Event description:
It was reported that on : (B)(6) 2006, the patient was admitted with complaint of pain in lower back , left testicle and left thigh. The patient underwent lumbar epidural steroid injection . (B)(6) 2007, the patient presented with following diagnosis: ruptured disk with left leg radiculopathy t12-l1. 2. Spinal stenosis l4-5 with neurogenic claudication. Per op notes , the patient underwent 1. Minimally invasive laminotomy at l1 with discectomy of t12-ll utilizing hydrocission device. 2. Separate incision, insertion of ecstop l4-5. 3. Physician use of c-arm under one hour. MRI evaluation found that he had a ruptured disk at t12-l1 that is tending to the left side and has some spinal cord impingement (B)(6) 2007, the patient presented with chief complaint of back pain and to underwent preop evaluation. Impression myelogram : disc bulging versus herniation at the t12-l1, l1-l2, and l2-l3 levels. CT of thoracic spine did show disc herniation at the t9 and t10 level. Mild disc bulging at the l1-l2 and l2-l3 levels. Diffuse degenerative changes throughout the spine. (B)(6) 2007, the patient presented with following preoperative diagnosis : 1. Ruptured disk l4-5 with radiculopathy. 2. Degenerative lumbar disk changes l4-5. 3. Spinal stenosis with lateral recess stenosis at l4-5. 4. Recurrent ruptured disk t12-ll with left leg radiculopathy. The patient underwent following surgical procedure: 1. Bilateral l4 laminectomy with diskectomy of l4 5. 2. Posterior approach innerbody fusion with 10 x 22 bilateral insertions of rh-bmp2/acs. 3. Posterior lateral mass arthrodesis l4-l5. 4. Posterior instrumentation one segment l4-l5 utilizing pedicle screws and rods. 5. Posterior lateral mass arthrodesis with grafting of calcium phosphate granules followed with bone graft followed then with rh-bmp2/acs and more bone followed then with bone putty l4-5 bilateral. 6. Re-exploration of the t12-l1 disc space with decompression of the left l nerve root with release of fibrotic scar tissue. 7. Physician use of c-arm under one hour. Per op note, the sizer is now removed and the 10 x 22 cage with rhbmp/2 which has already been prepared is now inserted into the and the is now inserted into the disk space without any difficulties. No nerve root irritation is noted during this insertion. The nerve root is now checked and found to be mobile and foraminal check finds the right angle clamp passes through the foramen satisfactorily without any nerve root pressure. The dura is not injured. I then went to the opposite side and removed the spacer. Then inserted the cage filled with rh-bmp2/acs again without any nerve root injury and no dura injury. It seats satisfactorily. The ap and lateral x-rays show satisfactory placement of the cage with good maintenance of the disk space and foraminal patency. At this time I now covered over the dura with a 4 x 4 sponge that is moist and then dissected the soft tissues off the lateral gutters at l4 and l5, decorticated the transverse processes bilaterally, decorticated the facets at j.4 and l5 and then introduced pedicle screw into the l4 and l5 pedicles bilaterally without any difficulty with c-arm control. The rods are now inserted and the compression is carried out to both rods. The locking caps are seated satisfactorily.